Manufacturer narrative:
As reported in a research article, the trifecta valve implant may be related to tamponade. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article identifying trifecta valve that may be related to tamponade and all patients are noted to be doing well. Specific patient information is documented as unknown. Details are listed in the attached article, early results of a modified biological valved conduit for the bentall procedure. Sirajuddin, sarah, et al. ¿early results of a modified biological valved conduit for the bentall procedure.¿ journal of cardiac surgery, vol. 34, no. 6, 2019, pp. 412¿418., doi:10.1111/jocs.14046. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.